Manufacturer narrative:
Pump passed the displacement test, active current measurement and self test. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected insulin pump error. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had an unexpected restart alarm. No harm requiring medical intervention was reported. The customer was declined troubleshooting for power loss alarm. Customer reported they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated the alarm did not occur immediately after a battery change. The device will be returned for analysis.